Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is competitor product. The initial report should be voided.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: brand name ¿ unknown, device code - unknown, device info - unknown, date implanted - unknown, initial reporter - name unknown, manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2016 due to an unknown reason. During the procedure, a tibial augment could not be placed and could not be used. There was no patient injury or delay in the procedure as a result of the event.